Event description:
It was reported that while the physician was in the process of updating the pump during a refill, the programmer displayed the broken programmer symbol. The physician turned the programmer off and back on. Upon re-interrogation, the pump showed that it had been stopped for four minutes. At that time, the physician turned it back to simple continuous mode. The device was delivering compounded baclofen.

Manufacturer narrative:
Product ID: 8840, serial# (B)(4), product type: programmer. Physician product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).